Event description:
It was stated that device does not pump-then overheats during patient use. There was patient involvement, with no patient harm.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3 - manufacturing plant address, city, zip code, state, country: correction. D3 - mfg establishment name, h3 and h6 codes: updated. Device evaluation: the suspected device was returned for evaluation. The device was visually inspected, found damaged enclosure, water tank cover, and drainage cap was missing. A functional testing was performed and the customer reported issue was confirmed. The probable cause was a damaged pump. The service history review had no indication that the complaint was related to a service of the device within the review period. The pump, enclosure, water tank cover, and drainage cap were replaced, and the device passed all functional testing after repair.